Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer observed that the insufflation port on the universal seal had broken off. The insufflation was connected to the port. The customer was unsure if the ports collided which caused a delay. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the damage was to the insufflation port. It completely separated from the seal and the customer reported it caused them to lose insufflation.

Manufacturer narrative:
The probable root cause of the broken seal is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
Refer to h11 for follow-up information.